Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. Conclusion: the device serial number has been requested; however, it cannot be obtained. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that approximately 3 years post implant of this mitral bioprosthetic valve, the valve was explanted due to central regurgitation (severity unknown), possibly caused by pannus. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, remnants of chordae tendineae were observed along the sewing ring on the outflow. Tube-like bias cloth pledgets were observed embedded in the host tissue along the sewing ring on the outflow. All leaflets were stiff due to host tissue on the inflow and outflow. All leaflets were intact. The free margin of the non-coronary cusp was folded back and adhered to the host tissue on the outflow. Although host tissue covered the tops of all commissures, all were intact. A layer of tan pannus covered the sewing ring on the inflow, extending to the tissue and base stitching, into all inferior coaptive areas, along the inflow margin of attachment and 1 to 12 mm onto all cusps reducing the inflow orifice area. Pannus lined the sewing on the outflow, to the backs and tops of all stent posts, along the outflow rails adjacent to all cusps, to the outflow margins of attachment and all commissural areas, extending slightly onto the tops of all commissures. Pannus filled and stiffened all cusps on the outflow resulting with restricted leaflet movement. Radiography showed a trace of mineralization long the free margin of the left cusp. Conclusion: reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition. (B)(4).